Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: ccd cover glass has deep scratches. A definitive root cause could not be identified. Based on the investigation results, the most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a damaged cord with visible wires where the cord had broken, including a cut on the video cable exposing the inner wires. The issue occurred during setup, prior to the patient entering the room. There was no patient involvement.